Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported having problems with high blood glucose values and not being able to program the insulin pump. The customer was not able to find assistance from an endocrinologist and was advised to go to the ER for treatment. The customer's blood glucose level was 346 mg/dl. No further information was provided.